Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a device follow up. Upon review of the stored electrograms it was noted that the implantable cardiac defibrillator exhibited post paced t-wave oversensing. The patient did not receive therapy during the oversensing. The device was successfully reprogrammed. The patient was stable throughout the event.